Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the clip applier was used during a laparoscopic cholecystectomy involving the gallbladder, the handle was squeezed and after the second firing, the jaws of the device remained stuck closed shut. A second clip applier was required to remove the first device by firing above and below the location where the initial device was stuck.